Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were chipped, the right plunger case was cracked, and the plunger case seal was out of place. A review of the event history log (ehl) identified primary audible alarm post. Found no failsafe resource error. During the functional the primary audible alarm was unable to be duplicated. Visual inspection confirmed top case damage. The root cause of the primary audible alarm post was unable to be determined. A corrective and preventative action has been opened to address the reported issue the root cause of the top case damage was due to customer impact to the device. Replaced speaker as a preventative measure. Replaced the top case. Performed power up process, preventative maintenance and all functional tests which passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited "fail safe resource error, primary audible alarm, top case". No patient injury reported.